Manufacturer narrative:
Complaint summary: the nurse at the hospital reported that the central nurse's station (cns) will show communication loss on all tiles then reboot on its own. The system will eventually come back up. At the time of the call the nurse reported this had happened once the night before and once early in the morning. Nihon kohden technical support told the nurse that there is not much that can be done to troubleshoot the issue and recommended that the nurse swap out the unit with a spare one and return this unit to nihon kohden repair center. No patient harm was reported. Numerous attempts to contact the nurse have been made and no response has been received. No further reports of this type have been received since this initial one and the customer has not returned this device to nihon kohden for inspection. Further follow up with the facility were made and a different biomedical engineer reports that the person who initially reported this issue is no longer at their facility and they have no open work orders pending after his departure and the bme also mentions that they recently replaced the hard drives on some of their central nurse stations. Investigation summary: a definitive root cause could not be determined since we could not confirm further troubleshooting or resolution details. Possible causes may include hardware component failure or the customer's network environment. Hardware component failure may occur through physical damage or fluid intrusion from user mishandling, electrical damage from outages or surges, or wear-and-tear which depends on device age and frequency of use. Review of the customer's complaint history did not show any trends for this device and these issues. Nk will continue to monitor and trend similar complaints. Attempt #1: on 09/20/2023: emailed the nurse via microsoft outlook for all items under the no information section. The email came back as undeliverable. Attempt #2: on 10/06/2023: emailed biomedical engineer at hospital via microsoft outlook for all items under the no information section. The email came back as undeliverable. Attempt #3: on 10/10/2023: emailed another biomedical engineer at hospital via microsoft outlook for all items under the no information section. The email came back as undeliverable.

Event description:
The nurse at the hospital reported that the central nurse's station (cns) will show communication loss on all tiles then reboot on its own. The system will eventually come back up. At the time of the call the nurse reported this had happened once the night before and once early in the morning. Nihon kohden technical support told the nurse that there is not much that can be done to troubleshoot the issue and recommended that the nurse swap out the unit with a spare one and return this unit to nihon kohden repair center. No patient harm was reported. Numerous attempts to contact the nurse have been made and no response has been received. No further reports of this type have been received since this initial one and the customer has not returned this device to nihon kohden for inspection.

Event description:
The nurse at the hospital reported that the central nurse's station (cns) will show communication loss on all tiles then reboot on its own. The system will eventually come back up. At the time of the call the nurse reported this had happened once the night before and once early in the morning. Nihon kohden technical support told the nurse that there is not much that can be done to troubleshoot the issue and recommended that the nurse swap out the unit with a spare one and return this unit to nihon kohden repair center. No patient harm was reported. Numerous attempts to contact the nurse have been made and no response has been received. No further reports of this type have been received since this initial one and the customer has not returned this device to nihon kohden for inspection.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The nurse at the hospital reported that the central nurse's station (cns) will show communication loss on all tiles then reboot on its own. The system will eventually come back up. At the time of the call the nurse reported this had happened once the night before and once early in the morning. Nihon kohden technical support told the nurse that there is not much that can be done to troubleshoot the issue and recommended that the nurse swap out the unit with a spare one and return this unit to nihon kohden repair center. No patient harm was reported. Numerous attempts to contact the nurse have been made and no response has been received. No further reports of this type have been received since this initial one and the customer has not returned this device to nihon kohden for inspection.

Manufacturer narrative:
The nurse at the hospital reported that the central nurse's station (cns) will show communication loss on all tiles then reboot on its own. The system will eventually come back up. At the time of the call the nurse reported this had happened once the night before and once early in the morning. Nihon kohden technical support told the nurse that there is not much that can be done to troubleshoot the issue and recommended that the nurse swap out the unit with a spare one and return this unit to nihon kohden repair center. No patient harm was reported. Numerous attempts to contact the nurse have been made and no response has been received. No further reports of this type have been received since this initial one and the customer has not returned this device to nihon kohden for inspection. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. A2 - a6; b6; b7; d10; attempt #1 09/20/2023 emailed the nurse via microsoft outlook for all items under the no information section. Email came back as undeliverable. Attempt #2 10/06/2023 emailed biomedical engineer at hospital via microsoft outlook for all items under the no information section. Email came back as undeliverable. Attempt #3 10/10/2023 emailed another biomedical engineer at hospital via microsoft outlook for all items under the no information section. Email came back as undeliverable.

Event description:
The nurse at the hospital reported that the central nurse's station (cns) will show communication loss on all tiles then reboot on its own. The system will eventually come back up. At the time of the call the nurse reported this had happened once the night before and once early in the morning. Nihon kohden technical support told the nurse that there is not much that can be done to troubleshoot the issue and recommended that the nurse swap out the unit with a spare one and return this unit to nihon kohden repair center. No patient harm was reported. Numerous attempts to contact the nurse have been made and no response has been received. No further reports of this type have been received since this initial one and the customer has not returned this device to nihon kohden for inspection.